Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient had a surgical procedure to explant their device as it was no longer working for their symptoms. The device was not found to be defective. No patient complications were reported.